Manufacturer narrative:
(B)(4). The sample was returned to the manufacturer for evaluation. The manufacturer reported: "the DHR for the returned instrument was reviewed and found complete without any irregularities. This instrument was produced at the (B)(4) (B)(6) facility as part of a (B)(4) pc. Lot in march of 2023. It was found that this order was made from the correct materials and components and all approved processes were followed. It can then be stated that the alleged non-conformance inciting this complaint was not due to an error in (B)(4) (B)(6) manufacturing processes. Evaluation of the returned device as received shows that the luer flush port cap is missing. Further evaluation shows that the jaws are slightly loose and misaligned to each other in the closed position and the jaw pivot pin is slightly recessed into one side of the outer tube assembly. We are able to validate this complaint for the returned instrument. Functional testing of the returned instrument shows that although the jaws are slightly loose and misaligned to each other in the closed position this instrument is able to pick-up, retain, close and release multiple clips both with and without the use of silastic test tubing as performed during the production of this device. We are unable to determine what caused the jaws to be slightly loose and misaligned to each other in the closed position and for the jaw pivot pin to be slightly recessed into one side of the outer tube assembly but mishandling such as excessive force being applied to the handle to jaw mechanism of this device at the end user's facility is suspected. All (B)(4) instruments from this lot were 100% visually inspected and function tested prior to shipment to the customer as this is a standardized procedure at this facility for this product line. Due to these findings, no further actions will be taken in response to this complaint and this record will be deemed closed." Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "the jaws were found misaligned after a surgery. Nothing fell/remained in the patient during the surgery". No patient injury or consequence reported.